Event description:
Additional information was received from the patient (pt). They reported that their scar opened and leaked and they had to revise their spinal cord stimulator. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they have to have surgery on their spinal cord stimulator because there was an infection. Patient stated they were down to 30% on their battery and the doctor said they shouldn't recharge for two weeks after their surgery. Patient stated that they were going to ask their mdt rep their question but that the rep is on vacation until may 30th. Patient was inquiring about if they should turn their stimulator off or not to save the implant battery percentage; agent reviewed information and advised patient to speak with their doctor/surgeon about their potential charging needs after surgery. Patient reported that they will go into MRI mode to turn their stimulator off and be ready for surgery. Agent reviewed best practice for the stimulator and surgery with patient.